Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated an incorrect amount to be delivered to address a blood glucose (bg) level of 362 mg/dl. Tandem technical support (cts) verified in the pump history that boluses were calculated correctly, however, customer maintained that the pump did not function as intended. Recommendation was made to discuss diabetes management with a health care professional.